Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the battery life was diminished, had rejected new batteries, gave motor errors once in a while and gave multiple unknown errors. It was reported that the arrow and act buttons were harder to push and scratches on screen blur the display forcing them to angle pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No moisture/damage/unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected motor error, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had minor scratched lcd window. (B)(4).